Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery stating: "revision of femoral stem" and reason for revision stating: "aseptic loosening."

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery stating: "revision of femoral stem" and reason for revision stating: "aseptic loosening."

Manufacturer narrative:
An event regarding loosening involving a patient specific, distal femur, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2017. The surgeon reported aseptic loosening of the implant. The CT image provided shows gross radiolucent line along the femoral stem between the cement mantel and cortical bone, indicating loosening of the stem. There is massive bone resorption adjacent to the collar and bone remodelling around the lateral plate. Therefore, the radiographic review can confirm the clinical report and the reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced . Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.